Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient did not report any symptoms but stated that at the time of the report, she was at the emergency room, and that the cgm was reading 151 mg/dl and the blood glucose reading was 404 mg/dl. The patient did not provide any specific details about the treatment at the emergency room but stated that ¿they did a lot¿. The patient declined to provide any further information regarding the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.